Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device halts after partial boot cycle. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was tested using test batteries and pads by bench handling, power cycling, and on/off current testing with no issues found. Review of the device log did not observed any critical errors or battery related issues. No accessories were returned for evaluation. The device was recertified and returned to the customer. No trend is associated with reports of this type.